Manufacturer narrative:
Product ID 3889-28, lot# va06p0g, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had pain around the implant site. It was noted, the pain started four days prior to report. It was reported shutting the device off did not resolve the issue. Additional information received later indicated that the patient still had some discomfort at implant site. The healthcare provider was doing a revision of the pocket on (B)(6). It was reported that 10 days later, the patient had her revision on (B)(6). The patient pain was gone and she was doing well. A follow-up report will be sent if additional information becomes available.